Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) machine was turned on, an electrical fault 14 was found during routine inspection. No patients involved, no injuries.

Manufacturer narrative:
Due to character limit in e1 event site telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) says hospital did not respond and it is not known whether the repairs will be carried out. If new information and/or device were available, the file would be reopened and updated.

Event description:
It was reported that during routine inspection when unit was turned on, the cardiosave intra-aortic balloon pump (iabp) had an electrical fault #14. There was no patient involvement.